Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's complaint was confirmed during device inspection. The probable cause of the reported event is due to failure of the rx module which resulted in communication abnormality with the scope occurred and e222 was displayed. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an error e222 (camera head communication error). The issue occurred during preparation for use and the intended procedure was completed using a similar device. There were no reports of patient harm.